Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. Visual inspection of returned material revealed damage to the power supply cable showing exposed/frayed wire. No other discrepancies or discernible damage to the returned power cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. It was confirmed that sparking occurred at the power supply cable as the cable was damaged. Root cause of sparks being produced when the unit was powered on concluded to be the returned power supply.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires and sparking of the power supply cable. The patient electronic unit and power accessories were replaced and there were no adverse consequences reported by the patient.